Event description:
A user facility reports this laryngeal mask airway-fastrach would not maintain inflation during use in a pt. There was no pt injury or problem. The user facility has returned the laryngeal mask airway for eval.